Event description:
It was reported that the patient went to the emergency room (ER) and had been hospitalized with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached 750 mg/dl while wearing the pod. The patient started experiencing high glucose levels on (B)(6) 2026. The patient changed their pod out in the ER. When the pod was removed from the infusion site (leg), the pod cannula was found to be dislodged and bent, and the infusion site was wet with insulin. Symptoms reported include nausea, frequent voiding, vomiting and severe dehydration. The patient was treated with intravenous fluids, potassium and insulin drip. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.